Manufacturer narrative:
A device history record (DHR) review for model eg-1690k, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 12 sep 2013 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The device was inspected, and the reported customer complaint of resistance primary biopsy channel was confirmed through evaluation of the device. The evaluation findings were listed as: failed dry leak test, failed wet leak test, flexible tube dented, bending rubber cut/hole, angle wire down broken/cut. The flexible tube, bending wire, and angle wire were replaced. The device was refurbished, cleaned, disinfected, and angle adjustments, were made and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested a RMA for resistance primary biopsy channel on a eg-1690k video upper g.I. Scope. The customer stated the scope was stuck in the bent position. The customer reported that the doctor had the scope in the patient, and they heard a snap while they were scoping. They could not turn the wheel after that. The issue was observed in the operating room during use. There were no patient or user injuries, adverse events, delay, or medical intervention reported. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.